Event description:
The pt developed a boil at the lead site, shortly after implant on the back of his head, which was leaking pus. The boil became infected and the pt was treated with antibiotics. For about 8 months after implant, the neurostimulator (ins) site was discolored. It was thought the pus and discoloration was normal. He never experienced therapeutic effect and pain. It was noted that the pt "quit breathing on the table" during the replacement surgery. The pt felt that the ins was disconnected. The company representative confirmed that the boil over his lead had noting to do with what happened at the time of ins replacement. Additional info has been requested.

Manufacturer narrative:
(B) (4).